Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in journal article that patient underwent laparoscopic roux-en-y gastric bypass (lrygb) on unknown date between 01/2009 and 08/2012 and suture was used. The gastrojejunal anastomosis was stapled and reinforced by interrupted hand-sewn antibacterial suture. Mesenteric defects were closed using nonabsorbable suture material. Complications: gastroenteric leakage, which may have required surgical intervention and stenting and/or re-do of stenotic enteroenteral analstomosis. Possible extraluminal and intraluminal sites bleeding, which may have required hematoma evacuation, over sewing, lavage and/ or drainage. Conservative measures for bleeding may have included blood transfusion. The patient may have experienced, elevation of inflammatory markers, upper abdominal pain, tachycardia, and/ or wound discharge due to wound infection. One patient died after lrygb due to uncontrolled sepsis following leakage. Additional information will be requested.

Manufacturer narrative:
Concomitant product(s): silk suture, gia stapler.